Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufactured november 20, 2019 to november 21, 2019. H10: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. Visual inspection was performed which observed a leak from the spike port bonding area. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause could not be determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as a leak coming from the port. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.